Manufacturer narrative:
(B)(6). Patient¿s date of birth and weight are not available for reporting. (B)(4). Device is an instrument and is not implanted/explanted. Complainant device is not expected to be returned for manufacturer review/investigation. Patient code (B)(4) is used to capture surgeon¿s change of plan (implanted tfn system instead of tfna system) due to contaminated devices. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had underwent an open reduction internal fixation (orif) right hip fracture on (B)(6) 2017. Intra-operatively, the surgeon had inserted the trochanteric fixation nail advanced (tfna) nail implant. Subsequently, at the back table, the scrub technician had difficulty assembling the three (3) part blade insertion instrument system to the helical blade implant. The technician was instructed to remove the sleeve assembly from the other instruments. When the technician disassembled the instruments, it was reported that they contained contaminated tissue and blood inside. Surgeon removed the tfna nail due to the fact that there was not another tfna blade instrument system available in the operating room. However, a tfn set was available. The surgeon was able to implant the patient with a tfn nailing construct. The patient was implanted with one (1) (tfn) trochanteric fixation nail, one (1) helical blade and two (2) distal locking screws. There was a six (6) minute surgical delay. The procedure was completed successfully and patient was reported in stable condition. No additional information is available. This report is for one (1) blade/screw guide sleeve this is report 2 of 3 for complaint (B)(4).